Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the up and down buttons on the infusion device do not function and the protective rubber is defective. He inserted a new battery and then all buttons stopped functioning. No adverse event was reported. The alleged product was requested for evaluation.